Manufacturer narrative:
Analysis and results: reference not known only that the product involved is a safil 2/0 90cm long. Unknown needle attached. Several references that could be the involved one have been distributed to (B)(6). Not possible to determine the one used with the few information received. Moreover, the review of the batch manufacturing records cannot be done either. Final conclusion: without samples and or more information we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with safil suture. The customer reported that when the patient's peritoneum was sutured, the absorbable surgical suture was broken. No sample or picture provided. The article number of the product was unknown, only that is was a safil 2/0 90cm. No further information received.